Manufacturer narrative:
(B)(4). At the time of this submission, the device has not been returned for analysis. If the device is received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during a cholecystectomy with cholangiography procedure, the clipper did not work, clips did not clip correctly. Another like device was used to complete the procedure. There were no adverse consequences for the patient.